Event description:
In 2000, pt underwent internal fixation, bone grafting. Approx 4 months later, returned to hosp for I&d (irrigation and debridement) proximal l. Tibia for a seroma. Twenty-two days later, a second return for removal of infected hardware, bone cement, flap lat gastrocneuis & split thickness skin graft. Hypothesis: bone graft putty and bone graft cement are reacting, causing product to break down and become bacterially contaminated.